Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any related device malfunctions or performance issues.  Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted.  Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction.  The IFU addresses guidelines for optimal patient management.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient initially was admitted for elective ablation and was found to have progressive of heart failure symptoms including volume overload. Flow and power dropped down to 0.1l/min on morning of (B)(6) 2016. It was stated that the patient was taken to the operating room and had the lvad clamped and ECMO initiated. Patient had lvad to lvad exchange performed on (B)(6) 2016. It was stated that the patient was found to have a clot formation in outflow graft, 3 inches from the aorta. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via log file analysis. Available log files through (B)(6) 2016 revealed normal power consumption and no alarms recorded for the previous 14 days of data. Analysis of the device revealed that the device met specifications; the device passed functional testing, visual examination and dimensional verification. Pathological examination did not reveal any evidence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, potential root causes include but are not limited to a kink in outflow graft, blockage of the inflow cannula, incorrect pump positioning, and ventricular collapse. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the kink in the outflow graft, blockage of inflow cannula, incorrect pump positioning and ventricular collapse. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After review of additional information received age/date of birth, manufacturer site, date received by MFR, type of reports, if follow-up, what type? And evaluation codes have been updated accordingly. The hvad pump (B)(4) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files could not be performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.